Event description:
It was reported that the patient experienced a shocking or jolting sensation when walking in and out of store's security. The patient's device was on during exposure. The patient has to increase the amplitude every day or two. When she sits for a long time her left leg goes numb. The patient does have symptom relief. She was at home. Further information is being requested from the hcp.